Event description:
Small hole discovered when pt. Being hooked up to sledd. Pinhole on clear plastic tubing of catheter. Small hole noted while pulling and pushing with saline syringe. FDA safety report ID# (B)(4).